Event description:
During a colon resection procedure, bleeding occurred along the staple lines. The surgeon applied another device to complete the procedure. The hosp reported that no pt injury had occurred.